Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that halfway through the ablation of atrial fibrillation (afib) procedure, there was no image displayed on the system's monitor. The user switched the system to the sequoia ultrasound system and replaced the transducer; however, the reported phenomenon remained. After the user replaced the catheter, the procedure was able to be continued and completed. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. During visual inspection, it was found delamination on the stack face. The transducer test failed because of weak element corresponding to the bent area on the stack face. The likely cause of the reported complaint was due to stack damage by user mishandling. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.